Event description:
I use the tandem diabetes x2 insulin pump. I had just gone to bed at approximately 12:30 am on (B)(6) 2021 when my pump started alarming every two minutes or so for no apparent reason. At 12:50 am, I called tandem diabetes technical support and was told via recording that they were having more calls than usual, that they were sorry, and my call would be returned. I waited almost exactly one hour before I received a call back. It should be noted that I have encountered this same problem every time I need to call tandem technical support with myriad issues. Waiting that long for an explanation and fix for my pump's alarms is extremely dangerous, as I had no idea of what was causing the alarms and any risk to my health if the insulin pump was malfunctioning. I spoke with (B)(4) and, I must admit, I was very impolite to her, but considering that my life might be in danger if the pump was indeed malfunctioning, I believe that my anger was justified having to wait an hour for help. If one requires technical support for a medical device needed to literally live, it would be reasonable to expect immediate assistance, not at least an hour later. (B)(4) was extremely rude and disrespectful, and displayed no interest in helping me, instead focusing on her feelings and perceived disrespect that I was exhibiting. She threatened to disconnect the call and finally said that she had enough and was hanging up. This meant that my pump continued to alarm and that after waiting an hour for help, I would have to call again and begin the process over again with my life still potentially at risk. FDA safety report ID# (B)(4).